Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify charge/battery lasts less than expected, unexpected battery power loss anomaly and failed battery test alert due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery and low battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.